Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause was determined to be an app crash. No injury or medical intervention was reported.